Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl and a bolus via the pump was delivered. The bg lowered. The customer did not know the cause of the high bg and did not think it was related to the pump. As the bg had lowered, tandem technical support advised the customer to discuss the event with a healthcare provider.